Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Image review: one static image and a mpxr questionnaire were provided for review of the event description above. Patient¿s executive summary was not provided for anatomical review. The image provided shows an abnormal appearance of one of the paddles of the evolut. It is not possible to determine the cause of this event thus this review is inconclusive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, when delivering the post-balloon aortic valvuloplasty (bav), the c-tab of the valve was pushed behind and through the adjacent cell. Per the physician, no additional interventions were attempted due to the risk outweighing the benefit. The patient's aortic root angle contributed to the issue. No adverse patient effects were reported.